Manufacturer narrative:
No button response due to flattened dome switches on up and down arrow buttons. No ramping numbers noted on the display during testing. Analysis was unable to confirm unexpected battery out limit alarms due to keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother stated that they received a battery out limit alarm. The customer's mother reported that they tried to bolus but the buttons were unresponsive. The customer's blood glucose was 429 mg/dl at the time of incident. The customer's mother stated that the battery was out for a period of time. The customer's mother stated that the time and date were reset. The customer's mother stated that numbers begun to ramp on their own while resetting the time and date. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.